Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a normal device change out. After the procedure, noise was noted on the implantable cardioverter defibrillator and the right ventricular lead. There was no documented noise prior to device change out. It is unknown the cause of the noise. Programming changes were made. The patient was stable.